Manufacturer narrative:
The site has indicated that the pump remains implanted. The controllers and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The returned controllers ran normally with no fault alarms or errors. Functional testing revealed that (B)(4) contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately two years and three months after hvad implantation, the site reported an event involving a patient whose batteries were not charging. The batteries were replaced with ones from the hospital's stock, and the units in question were returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned batteries ((B)(4)) contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Product remains implanted.